Event description:
Information received indicates fluid ingress onto the power supply board causing a loss of bed functions.

Manufacturer narrative:
The technician replaced the power supply board to repair the bed.